Event description:
It was reported that the customer could not get her insulin pump to start. Her blood glucose level was 260 mg/dl. She received an unexpected restart alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.